Event description:
It was reported that the patient received inappropriate shock due to functional under-sensing. Programming changes were discussed but not made at this time. No patient symptoms were noted.